Event description:
It was reported that a charger for the ilet system overheated and began melting, consistent with a material integrity problem involving the battery charger component. No injury, clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. Customer care provided support that included coordination of replacement logistics. Investigation of this case revealed a material and/or chemical problem associated with the charger, indicating a component-level issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.